Event description:
The hand pieces are changing power settings and activating unintentionally.

Manufacturer narrative:
The customer had returned four conmed hyfrecator handpieces, which were evaluated by conmed's investigator. The returned samples were subjected to an electrosurgical unit (esu) interface test, which simulates actual use. Two of the returned samples had failed and did not perform as intended. When the failed samples were dissected, the investigator had observed corrosion and dried water residue inside the handpieces. The validated sterilization method was sent to the user-facility. Conmed had requested the user-facility to confirm they have been sterilizing this product correctly.

Manufacturer narrative:
The facility is reporting the suspect devices are changing power settings and activating unintentionally. The devices have not been returned and evaluated yet. Once the evaluation is complete, a follow-up report will be sent.